Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell 2 of 6 on the home choice (hc). The technical service representative (tsr) advised the home patient (hp) tht air had entered setup. The tsr advised the hp to recycle power and the se 2367 alarmed. The tsr advised that the hp would need to start over with new supplies. The tsr had the hp close clamps/transfer set and recycle the power again to press go to start. The tsr advised the hp would need to inform the peritoneal dialysis nurse (pdn) of the system error 2240. The tsr reminded the hp to close clamps to any lines not being used during therapy. The hp would start over with new supplies. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. The assignable cause was use error--open clamp. A labeling review has been performed, finding that current labeling provides ample instructions related to the prevention of the use error in this report. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.